Manufacturer narrative:
Updated fields - b4, d9 (return to manufacture date), g3, g6, h2, h6, h11

Event description:
N/a

Event description:
It was reported that when repairing the air leakage, the cardiosave intra-aortic balloon pump (iabp) failed to inflate the device automatically and the catheter was restricted. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and balloon was connected and tested, indicating that the catheter was restricted and the automatic inflation failed. The fse replaced the safety disk (0202-00-0140) and tested it. All functional and safety test were performed. The fault has been repaired and can be used clinically. The failure analysis and testing dept. Received part with a reported unit failure of the autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.